Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an allied healthcare provider said that the patient was having trouble with the battery; they did not know whether the device was on or off.  The patient reported to the hcp that the device seemed to be charging but the charging status was not displayed on the screen which was leading the patient to think therapy was off. The healthcare provider was not with the patient and requested that a representative attend the patient¿s upcoming appointment. The caller was transferred for paging support and the patient was directed to contact patient services. No patient complications have been reported as a result of this event.